Event description:
It was reported that the battery longevity was less than expected. It was also reported that there were increasing right ventricular (rv) lead thresholds. The device was explanted and replaced. The lead remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).